Event description:
This lv lead was implanted on (B)(6) 2012 and was repositioned on (B)(6) 2012 us due to dislodgement. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), mn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).